Event description:
A malfunction was reported with malfunction code malf 12 displayed. There was no reported impact to the customer's blood glucose level, as it was unknown or declined to answer if levels exceeded 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.